Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had surgery to revise their neurostimulator. Initially, the patient had difficulty with keeping their implant charged. The patient was educated on charging steps, but the patient moved forward with swapping their neurostimulator for a non-recharge version. The patient is doing great. They have not had any episodes of incontinence since.